Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at the time of the patient¿s upgrade procedure the right ventricular (rv) lead was inspected and insulation on the proximal part of the lead, approximately one to two inches from the yolk, was damaged/broke. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.